Event description:
It was reported to physio-control that the customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to an electrical short at legs 1 and 4 of an inductor, designator l1 on the analog pcb assembly. A replacement device was provided to the customer under warranty.